Manufacturer narrative:
The root cause of the event could not be determined.the service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results from 2 patient samples on a cobas 4000 c311 stand alone system. For sample 1, the initial na result was 133 mmol/l. The repeat result was 139 mmol/l. For sample 2, the initial na result was 111 mmol/l. The repeat result was 135 mmol/l. The sample was repeated on a blood gas analyzer and the na result was 136.6 mmol/l. No questionable results were reported outside of the laboratory. The na electrode serial number is (B)(4). The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer found that the washing probe system was misadjusted. The investigation is ongoing.